Manufacturer narrative:
Concomitant product: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).

Event description:
Additional information received reported that the patient had increased spasticity. Multiple dye studies were performed with no cerebrospinal fluid (csf) able to be aspirated (as previously reported). The surgical intervention to replace the catheter occurred on (B)(6) 2014. The patient recovered without permanent impairment.

Manufacturer narrative:
Corrected information: date for follow-up number 003 was reported as (B)(6) 2014 and should have been reported as (B)(6) 2014.

Manufacturer narrative:
(B)(4).

Event description:
The following information was previously submitted via manufacturer report # 3004209178-2014-13030. Any follow-up information regarding the event will be reported via this manufacturer report. It was reported there was a catheter migration or dislodgement at an unknown location. A dye study was done. The catheter remained implanted and in service. A revision was planned, but the date was unknown. The patient had less than 50% therapy relief in the location of the catheter track. The patient status at the time of the report was "alive- no injury." The system was being used to deliver baclofen. Additional information reported a dye study was performed in (B)(6) 2014 and the catheter was found to be epidural instead of intrathecal. The surgeon was planning on revising the catheter and placing intrathecally on (B)(6) 2014. The previous week the pump was refilled with lioresal 500 mcg/ml. A bridge bolus was performed to bridge the previous intrathecal compounded baclofen concentration of 4,000mcg/ml to the current lioresal 500mcg/ml. The elective replacement indicator (eri) dropped significantly (55mo to 21mo) because the dose was high compared to the concentration. The dose was slowly decreased in preparation for the surgery so the eri is coming back up (eri at 28 months). The eri will continue to go back up as expected once the dose is less than 1ml/day. The hcp plans to program the pump to 100 mcg/day following catheter revision.

Event description:
A second catheter dye study had been performed that the manufacturer representative was not present for. Per the physician, a bridge bolus was performed prior to this study in which the concentration was lowered from 4,000mcg/ml to 500mcg/ml (as previously reported). The catheter could not be aspirated but the physician pushed through 90-something mcg or 100mcg of the 500mcg/ml drug. The first dye study had been stopped because the catheter could not be aspirated and it was not advisable to push through drug that was 4,000mcg/ml. The physician forced the 500mcg/ml drug through as he felt more comfortable. The surgeon cancelled the revision surgery as she wanted to remove the old catheter before placing a new one. The patient had a very narrow space and there was a lot of fat present in the space and the surgeon felt that if she left the old catheter in place as the managing physician wanted, the same thing would happen with the new catheter. There would not be enough space and the catheter would kink or fail to appropriately deliver the drug. At the time of this report the revision surgery was still on hold. The physician wanted a second opinion. It was unknown how the patient was doing.

Event description:
The catheter was replaced the month prior to this report (the date was not provided). The patient's dose was decreased following the catheter replacement to "a tenth of the dose" from before the replacement. At the time of this report, the patient was still an in-patient.

Event description:
It was reported that the health care provider (hcp) went to do a dye study and could not aspirate. The hcp did not inject dye as they could not withdraw any fluid. In terms of other diagnostic testing or troubleshooting, it was noted a CT scan was done as well however the results weren¿t specified. It was reported the catheter needed to be replaced. There were no patient symptoms or complications associated with the event and it was noted the patient had said he was getting therapy. The hcp asked the patient¿s other hcp to change the pump drug¿s concentration from 4000mcg to 500mcg/ml and to start tapering. It was noted the hcp was going to possibly decide to do a dye test on (B)(6) 2014. It was also noted it was likely they would have to change the catheter and there was a tentative date listed as (B)(6) 2014. Upon further follow up, it was reported the catheter was going to be replaced on (B)(6) 2014. A bridge bolus was going to be done on (B)(6) 2014 to the 500mcg concentration as reported. The hcp was worried about the patient going into withdrawal because of the change in concentration however another hcp told the managing hcp that it shouldn¿t make a difference and noted ¿especially in that wad of fat it is in ¿ baclofen is not lipophilic¿. The hcp planned to keep the same dose when the bridge would be performed but then would drop it down after that. It was also reported when the hcp ¿places the catheter he will set him at 99 mcg or able to see his response¿. It was also reported when discussing doing the bridge bolus that ¿I do them all the time in pumps that are actually in the right space going from low to 4 times the concentration¿. It was unclear what was meant by this comment and further follow up is being performed to obtain clarification. Additional information later received then reported the patient was scheduled to get a catheter replacement on (B)(6) 2014. The patient¿s status at the time of this report was listed as ¿alive ¿ no injury¿. The device system was used to deliver compounded baclofen. Additional information including what exact interventions occurred and if other actions were taken as well as the patient¿s outcome has been requested but was not available as of the date of this report. A follow-up report will be submitted if additional information is received.

Event description:
Additional information: the patient was not getting therapeutic efficacy. The hcp (healthcare professional) thought that the catheter tip may no longer be in the intrathecal space. It was also thought that there may be a granuloma versus epidural fat the level of t9; radiology studies were still pending. It was noted that the catheter was never placed about t9 because of resistance to advance during the initial placement of the catheter. There was some discussion about the wisdom of removing the catheter and re-implanting a new catheter versus simply placing a new catheter adjacent to the old one. As of (B)(6) 2014, the patient was bridged to 500 mcg/ml lioresal. The physician was reducing the dose. Per this reporter, the patient stated that the pump was not relieving him of his spasticity. The surgery scheduled for (B)(6) 2014 was on hold as of the date of this report until all of the doctors could come up with a plan of action. The surgeon wanted to leave the old catheter in and the managing doctor wanted the old catheter out since there was a really small intrathecal space in patient.

Manufacturer narrative:
(B)(4).